Event description:
An MRI facility scanned another pt and the lead caught on fire while in the MRI and the pt passed away. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).